Event description:
The complaint was reported as: the customer (end-user) alleges that when getting ready for a treatment it was noted that the medication was running down the side of the nebulizer reservoir. This incident did not cause any trauma to the pt. The pt had a back-up supply.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint cannot be confirmed with the info provided. In order to perform a proper investigation to determine a corrective action, it is necessary to evaluate the sample involved on the incident.